Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) rate changed on a fresenius 2008t hemodialysis (hd) machine after the initiation of the patient's treatment. The machine was programed to a uf rate of 240 and it was noted that the machine defaulted to 300 after 45 minutes of treatment. The biomed stated that the uf rate cannot be changed and neither the uf time nor the remaining time to dialyzer (rtd) is counting down. Additional information was requested, however to date a response was not provided. The biomed stated that the patient did not experience any complications as a result of the event and was continuing to dialyze on the machine at the time of the call to fresenius technical services.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) rate changed on a fresenius 2008t hemodialysis (hd) machine after the initiation of the patient's treatment. The machine was programed to a uf rate of 240 and it was noted that the machine defaulted to 300 after 45 minutes of treatment. The biomed stated that the uf rate cannot be changed and neither the uf time nor the remaining time to dialyzer (rtd) is counting down. Additional information was requested, however to date a response was not provided. The biomed stated that the patient did not experience any complications as a result of the event and was continuing to dialyze on the machine at the time of the call to fresenius technical services.